Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment (slda), tachycardia, and mitral stenosis were unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, tachycardia, and mitral stenosis, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled ¿mitraclip detachment after electrical cardioversion - a case report."

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated.

Event description:
This is filed to report incomplete coaptation, mitral stenosis, tachycardia, and recurrent mitral regurgitation. It was reported in an article, that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr) with jet directed to the medial commissure, and apical tethering of the leaflets. A mitraclip was implanted stable on the leaflets. The mr was reduced to mild. The patient experienced tachycardia and an elevated 10mmhg pressure gradient. The patient was treated with adenosine 12mg, which revealed atrial flutter with ventricular response of 70 bpm. The patient was treated with a loading dose of 150mg intravenous amiodarone and underwent a successful cardioversion, returning to sinus rhythm. Immediately after the cardioversion, recurrent severe mr was observed. The clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, another clip was implanted, reducing mr to a grade of 3. It was noted the gradient reduced to 3mmhg. Details are listed in the attached article titled "mitraclip detachment after electrical cardioversion - a case report."